Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she would wake up with blood glucose values in the 300 mg/dl and 400 mg/dl ranges. Her blood glucose would be in the high 400 mg/dl range even while fasting. The patient would treat via insulin pump bolus and manual insulin injection; however, her blood glucose would remain elevated. The patient went into septic shock last (B)(6) and experienced blood clots; the patient was on blood thinners. The customer advised that her blood thinners could have contributed to her elevated blood glucose values. During troubleshooting the insulin pump passed the high pressure test. Additionally, she had experienced bent infusion set cannulas. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.